Event description:
Monopolar scissors slightly bent and won't close all the way. Opened new product to complete case. Manufacturer response for robotic monopolar scissor, (brand not provided) (per site reporter.) Issued rga# RMA 30082797-0010d.